Event description:
Boston scientific received information that during a follow up visit, device memory revealed episodes of noise on the atrial and right ventricular channel. Five months earlier, interrogation revealed similar episodes of noise had occurred. At that time, the device had been programmed to a less sensitive setting. All measurements were within normal range. Attempts to reproduce the noise were unsuccessful. There were no changes in impedance measurements. A detailed x-ray of the clavicle region and pocket performed did not reveal any lead damage. In addition, the noise could not be reproduced. After reviewing all information, a decision was made to perform a lead revision. It was thought this lead was fractured or that the leads were touching each other. There was no pacing inhibition. The patient with this lead has an intrinsic heart rate. No adverse patient effects. Additional information was obtained. A revision procedure was performed. An attempt was made to revise this right ventricular lead and leave the atrial lead implanted. When trying to access the subclavian vein for access, a thrombosis was observed. The revision procedure was aborted and a further procedure is intended in the near future. Additionally, this lead revealed increased threshold measurements. A further revision procedure was performed. When the pocket was opened, visual observation did not reveal any lead damage. The terminal pin of this right ventricular lead was capped and a new pace/sense lead was tunneled from the right side of the body to the pocket. A decision was made to leave the atrial lead implanted.

Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.